Event description:
Customer states the ECG is showing elevated st segments. No reports of pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.